Event description:
It was reported that a malfunction occurred on a pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the same malfunction did not recur after the reset. Customer was instructed to continue using the pump and to contact technical support if the issue reappears.